Event description:
It was reported the patient presented remotely via merlin.net after experiencing syncope. After review of the transmission, the cause of the syncope was undetermined. No changes or interventions were performed. The patient was in stable condition.